Manufacturer narrative:
The ge representative performed an on site investigation. The uninterrupted power supply was replaced. The system was then found to be operating as intended.

Event description:
While on site performing testing on the system, the ge representative found the uninterrupted power system not functioning properly, therefore, causing the system not to boot up. No report of pt injury.